Event description:
It was reported to lifecell that the device was used for ventral hernia repair as an underlay with bridging. The skin was not closed over the repair. The patient coughed while in the post-anesthesia recovery area; the wound dehisced and the device tore, requiring surgical repair. The patient is currently doing well.

Manufacturer narrative:
Method of evaluation: (to be specified): review of the information reported. Review of the device history records for lot s10665. Review of the lifecell complaint system for any similar complaints reported against this lot . Results of evaluation: (to be specified): review of the device history records resulted in no remarkable findings, with no deviations related to the nature of this event. To date, 192 devices from lot s10665 were distributed, including 79 devices reported as implanted. Conclusion: based on information reported, the event was evaluated as a malfunction (tearing) that required the device to be explanted. Lifecell will file follow up report if additional information becomes available.